Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the feeding pump failed the rotor error alarm test. The event was discovered during testing. There is no reported patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed and the customer states ¿pump failed the rotor error alarm test.¿ the unit was triaged and the customer¿s reported condition was confirmed. The rotor error test was performed five times and the unit failed each time. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.